Manufacturer narrative:
Capital equipment evaluated at the customer site. The customer cleaned and reseated the skinner valve to resolve the issue. The customer repaired the unit.

Event description:
The customer alleged fluid emitted from the pressure relief valve. Asp technical rep commented that the air valve was opening when it should be closed. There should not be any fluid in the line. Subsequently, the customer stated the unit leaked a small amount cidex opa solution onto the floor. No injuries or adverse effects were involved. The customer cleaned the skinner valve then reseated it to resolve the issue. The unit is in full operation.